Event description:
When dr. Was putting the screw, he noticed that one of the teeth of screw head , abnormally started to open and finally broke. Dr. Had to rescue the piece of metal from the patient. He tried to take off the screw but the only thing he get was breaking it more and more with each turn of the dedicated screw driver.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A complaint database search finds no other reported incidents against the provided product and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.